Manufacturer narrative:
The investigation has determined that a lower than expected vitros crea result was obtained when testing one patient sample on a vitros 5600 integrated system. The assignable cause of the event is likely a sample related issue due to inappropriate pre-analytical sample handling. The customer was not performing the pre-analytical sample preparation in accordance with the sample collection device manufacturer's recommendations. Upon visual inspection, fibrin was confirmed to be present in the affected patient sample before being processed on the vitros system. A vitros 5600 system issue cannot be completely ruled out as the customer observed intermittent microslide metering condition codes around the time of the event. Based on historical quality control performance, there is no indication of an atypical vitros crea reagent performance issue at the time of the event.

Event description:
A customer obtained a lower than expected vitros crea result when testing one patient sample on a vitros 5600 integrated system. Patient sample vitros crea result <0.2 mg/dl versus expected 2.24 mg/dl. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected crea result was reported from the laboratory; however, the result was questioned by the physician and a corrected result was later reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1929175/ivd 412214.